Event description:
During a ptca/stenting treatment procedure involving a calcified and 100% stenotic lesion in the distal portion of a tortuous left circumflex coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 12 atm's on the third inflation during predilatation of the lesion for placement of a nir stent. (The number of atm's reached on the initial and the second inflations are unknown). The pt was asymptomatic during this event. A 6f argyle introducer sheath, a 0.014" choice pt guidwire, a mach 1 guide catheter (size unknown) and an encore inflation device were also used in this case. The procedure was successfully completed. Pt status is reported as 'good'.